Manufacturer narrative:
Adding product information.

Event description:
Allegedly the patient was revised to mom complications: metallosis. Our sleeve, neck and head was replaced with a 28 mm med head, straight modular neck and biomets dual mobility liner. Additional information received 12/11/2017. Incident evaluation form received 04/10/2017 listed the same product as the incident evaluation form received on 12/05/2017. (B)(6) stated that it was a bilateral revision.

Manufacturer narrative:
Updated the part.